Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.0ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d6150508-1). The control solution tests for level low are 56/60 mg/dl, for level high are 268/271 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Test the returned strips from patient (strip lot number: d6150508-1). The control solution tests for level low were 51/53 mg/dl; for level high were 285/293 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 5:30 am after receiving inconsistent results from the prodigy diabetes glucose meter. The end user was sweating profusely, incoherent and his wife could not wake him up so therefore she called the paramedics. His blood glucose reading at the time of the event was 300 mg/dl. The paramedics performed a blood glucose test with their meter and received a result of 27 mg/dl and he received a bolus of glucose. The end user was transported to the ER and an IV with glucose was administered to assist in stabilizing his blood glucose level. He was admitted to the hospital and no additional information was provided.